Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion, which was located in the right coronary artery (rca). During the procedure, a detachment occurred in the shaft of the device. The opticross catheter was removed from the patient, and another of the same device was used to successfully complete the procedure. There were no patient complications.

Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion, which was located in the right coronary artery (rca). During the procedure, a detachment occurred in the shaft of the device. The opticross catheter was removed from the patient, and another of the same device was used to successfully complete the procedure. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no issues; the device appears to be in good condition. Based on the evidence, the reported code of sheath detachment of device or device component cannot be confirmed.